Manufacturer narrative:
Concomitant medical devices: 2260-0500; 500ml bag of oxytocin, therapy date (B)(6) 2015. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a patient on the labor and delivery unit noted the drip rate appeared fast on a pitocin infusion, dosage and rate not specified. The clinician in attendance stopped the infusion, disconnected the tubing from the patient and sequestered the pump. The mother subsequently had a 4 minute contraction and the baby was noted to be bradycardic with a 3 minute deceleration. There was no lasting harm to the mom or the baby.

Manufacturer narrative:
Concomitant product: (3)8100. A photo was attached to the file that demonstrates a gap in the pump module door. This gap appears to be normal and is similar to a test pump module loaded with a test set. No issues were observed with the operation of the customer¿s pump module.

Manufacturer narrative:
Concomitant medical products: correction: (3)pri tubing;(3)8100; therapy date: (B)(6) 2015. The customer¿s report was not confirmed. Physical inspection noted the device to be in good condition. There were no anomalies noted with the disposable set. Analysis of the pcu event log shows that pump module s/n (B)(4) was programmed to infuse ¿oxytocin induction¿ 30unit / 500ml at a rate of 2ml/hr with a vtbi of 500ml at 1:49pm on (B)(6) 2015. Between 1:53pm and 1:54pm, the door was opened 3 times and the flo stop was opened 2 times. After the third door opening/closing, the infusion was restarted. At 2:02pm, the device was removed from the system. The volume recorded as being infused during this period was 0.42ml. Rate accuracy testing was performed and the device was found to be infusing within specification. There were no leaks observed from the disposable set. The root cause of the reported event was not identified.

Manufacturer narrative:
Functional testing was performed and found the device to be delivering fluid within specification. There were no leaks or anomalies observed with the primary set. The event was reported to have occurred sometime on (B)(6) 2015, however the actual date is believed to be (B)(6) 2015. This is due to the fact that the source device (pm s/n (B)(4)) was not in use on (B)(6) 2015. Also (B)(6) 2016 is the last time the system was used to infuse.